Event description:
The patient reported he has been receiving e4 (occlusion) messages on his insulin infusion device for the last several days when he tries to bolus. Prior to the call, the patient had disconnected from his infusion device and put a new tubing on the device. During troubleshooting, the patient primed the infusion device without error. He was instructed to perform a 2 unit bolus through the tubing which was performed successfully. He was then instructed to reconnect to his infusion head set and perform the bolus he attempted prior to the call. The bolus went through without occlusion. The patient called back later the same day and reported an occlusion when he tried to perform his lunch bolus. The patient was instructed to disconnect from his infusion head set and run a 3 unit bolus with the tubing attached which occluded. The device did not display an occlusion message when the patient ran a bolus without the tubing attached. The patient was instructed to return the used tubing and replacement infusion sets were sent. On a later call, the patient reported still receiving occlusion messages when he tried to bolus. He stated he uses prefilled cartridges (competitor product). The patient was educated on the lubrication in the cartridges and assisted in changing out his insulin cartridge and adapter. On follow up, the patient stated his infusion device is working fine since he changed the cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.